Manufacturer narrative:
The leads and anchors remain implanted and are not available for analysis. Without the return of the anchors for analysis, it is not possible to reach a definitive root cause. Lead migration which may result in undesirable stimulation changes is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported the loss of stimulation. During troubleshooting, the reported coverage did not match the initial lead placement. An epidural injection was administered using fluoroscopy, which verified that the leads had migrated. However the patient is receiving adequate coverage with their current program.